Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "surgeon used reflex hybrid quick turn inner shaft to insert reflex hybrid screw 4x18mm in to the reflex hybrid plate, the inner shaft was broken while the screw was not yet completely sink in to the plate. Then, surgeon used koker and bone nipping to take screw out and found the tip of inner shaft was broken and fixed in to the screw."

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer reported event of the distal tip fracture of a reflex hybrid quick turn inner shaft was confirmed via visual inspection. The part was visually examined and the fracture surface was consistent with torsional overload. The surgical technique states ¿insert the bone screws until they are just above the locking ring. To avoid damage to the screwdriver, the final tightener must be used to lock the screws in the ring. Do no over-tighten the draw rod" conclusion: the instrument fracture is likely a result of user-error.

Event description:
It was reported that "surgeon used reflex hybrid quick turn inner shaft to insert reflex hybrid screw 4x18mm in to the reflex hybrid plate, the inner shaft was broken while the screw was not yet completely sink in to the plate. Then, surgeon used koker and bone nipping to take screw out and found the tip of inner shaft was broken and fixed in to the screw."